Event description:
It was reported that during loan kit inspection, it was noticed that the instrument was damaged.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, 510k is not available. H3, h6: part number: 399.050. Lot number: t136074. Manufacturing site: tuttlingen. Release to warehouse date: 02-nov-2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Photo investigation: photos were provided for review. The photo investigation revealed that ¿399.050, reduc-forceps toothed speed-lock l240¿ has missing screw. The root cause cannot be established. Product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the fitting screw was missing; the weld from the screw was broken. Screw was not returned for analysis. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Corrosion was also noted over the surface of the device. Potential cause can be traced to maintenance, refer to the device/country specific IFU for information related to cleaning, sterilization, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the reduc-forceps toothed speed-lock l240 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.